Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the complainant: "reason of complaint: the infusion was calibrated to administer IV vancomycin 1.75 g in a total volume of 240 ml, at a prescribed rate of 10 ml/hour over 24 hours. On (B)(6) 2026 at 1400 hrs, the infusion was set up. However, the infusion was noted to have completed prematurely at 0600 hrs, prior to the intended completion time. This was overlooked, and another vancomycin infusion was subsequently initiated. The staff involved reported being confident that the infusion pump was calibrated to run at 10 ml/hour. Despite this, the infusion was again completed earlier than expected, at approximately 1300 hrs.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030004. The history files were read out and analyzed. The history files from (B)(6) 2026 were analyzed. On (B)(6) 2026 the space line was selected and the vtbi therapy was set up (vtbi 240ml and flow rate of 10ml/h). The system was purged two times and the therapy started at 02:34pm. Next day, the therapy stopped at 06:29am. In total 157.59ml were infused according to the history files. The sample was subjected to a visual and functional examination. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to specifications was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,39 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No visible damages or soiling was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.